Event description:
It is reported by the pt that the device was implanted in 2004, and that 18 months post-op, he experienced knee pain and x-rays of 2006 showed disassociation of the polyethylene from the tibial tray. The pt is not planning on undergoing a revision due to his compromised medical condition.

Manufacturer narrative:
Evaluation summary: it was reported by the pt that 18 months after the total knee arthroplasty, x-rays showed the articulating surface dislocated from the tibial tray. No revision is planned due to the pt's compromised medical condition. No x-rays were returned for review. Based on the available info a definitive cause can not be determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.